Event description:
Customer's mother called to report an alarm on her daughter's insulin pump. The customer's blood glucose reading was 600 mg/dl. The mother stated that the alarm occured after the battery was changed. Troubleshooting was performed. During troubleshooting it was discovered that the batteries were left out of the insulin pump greater than the duration allowed. Advised customer's mother that this behavior is to be expected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.